Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had an unresponsive act button due to a corroded keypad trace. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 191 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.